Event description:
Event description guidant received information that this dependent patient with this pacemaker was concerned that she has a ticking timebomb in her chest and was seeking any information regarding her device. She complains of being tired in recent weeks and is concerned that her device will not continue to work. Specifically, since her device was implanted she has had low energy and far less strength, repeated episodes of loss of consciousness, resulting in not being able to work steadily. The device was explanted. It was noted that this device was not included within the subset of devices involving the recent safety communication.